Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a020504 captures the reportable event of holes in the packages.

Event description:
This report pertains to one of lithoclast rigid pneumatic probe devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01181 for the first lithoclast rigid pneumatic probe, 3005099803-2023-01184 for the second lithoclast rigid pneumatic probe and 3005099803-2023-01186 for the third lithoclast rigid pneumatic probe. It was reported to boston scientific corporation that a lithoclast rigid pneumatic probe was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2023. During the procedure, the physician noticed that three pneumatic probes have holes in their packages. A fourth lithoclast probe was used to complete the procedure. There were no patient complications as a result of this event.